Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement the unit is alarming or red light; the rexroth valve is stuck. The poppit kit valve not shifting. The zip ties tubing and warm clamp tubing are leaking. No patient injury alleged, no additional information provided.